Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. No image was produced, only color bars appear on the screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that she had 4 separate olympus 4k autoclavable camera heads produce color bars only during procedure preparation. Additional details relating to the patient and the event have been requested, but all are unknown. There was no patient harm or consequence reported as a result of this event. This is case 1 of 4. For the related files, please see reports with patient identifiers: (B)(6), (B)(6), & (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was confirmed, and the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.